Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4) analysis found that inserting a new battery made the epg power up. No other issues reported.

Event description:
It was reported that the external pulse generator (epg) would not power up. The epg was returned to the service center. Additional information obtained through follow up indicated that once a new battery was installed the epg could power up. There was no indication of patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found that inserting a new battery made the epg power up. No other issues reported.